Event description:
A nurse reported that before vitrectomy surgery, an ophthalmic electrocoagulation probe would not respond. The surgery was completed on the same day. There was no patient health impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).